Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the one clinician misloaded the IV set bottom to top, one out of three clinicians did not push the tubing back into the ail sensor and all three clinicians incorrectly identified the pressure sensors as the ail sensor. IV set loading and nuisance ail troubleshooting was reviewed with clinicians. During a demonstration of a misloaded IV set with the upper fitment extended out the top of the pump module, clinicians stated they have seen IV sets extended out the top of the pump module. Clinicians were advised to reload IV sets when this is observed. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was no patient involvement.

Event description:
It was reported that the one clinician misloaded the IV set bottom to top, one out of three clinicians did not push the tubing back into the ail sensor and all three clinicians incorrectly identified the pressure sensors as the ail sensor. IV set loading and nuisance ail troubleshooting was reviewed with clinicians. During a demonstration of a misloaded IV set with the upper fitment extended out the top of the pump module, clinicians stated they have seen IV sets extended out the top of the pump module. Clinicians were advised to reload IV sets when this is observed. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was no patient involvement.